Event description:
Veterinary complaint: it was reported that on an unknown date in 2017, a standard poodle was treated for a femur fracture and was implanted with a 4.5mm plate that has since failed and broke towards the end on (B)(6) 2019. Reportedly, the dog was not involved in any activities such as running, jogging, and exercise that might have possibly broken it. On (B)(6) 2019, the dog underwent revision surgery to address limping and pain. Concomitant devices: screws (part: unknown, lot: unknown, quantity: 8). This report is for an unknown veterinary plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6: date of implantation is an unknown date in 2017. H3, h6: customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition could be confirmed as 4 of the x-rays(s) received show a broken plate at the fourth hole juncture post-op and 6 of the images show the implant extracted and broken at the same juncture. As the implant(s) was not returned, an as received, dimensional, material, or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d11: date of concomitant therapy is the same as date of implantation, an unknown date in 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary could not be completed; no conclusion could be drawn at the time of filing this report. Us customer quality will conduct investigation based on the images provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient-reported complaint (veterinary complaint): it was reported that on an unknown date in 2017, about two years ago, a standard poodle underwent an unknown procedure and was implanted with a 4.5 mm plate that has failed and was broken towards the end of june. Reportedly, the dog was not involved in any activities such as running, jogging and exercise that might have possibly broken it. On (B)(6) 2019, the dog underwent revision surgery in lithonia animal hospital to address limping and pain. Additionally, there was no serial number or any details available since the doctor has the plate. Concomitant device: product code: unk screws: trauma lot #: unk qty: 8. This complaint involves one (1) device. This report is for one (1) unk - plates: veterinary. This report is 1 of 1 for (B)(4).